Manufacturer narrative:
UDI: (B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed safety assessment and was pushing on the disconnect sleeve while the device was in use. It was determined that the device had a worn out pawl release, causing the device to fail the safety assessment. It was further determined that was consistent with excessive force, which is a failure to follow the directions for use and running the device in the safe or load position, which is user error / abuse and possibly misuse. It was determined that this issue allowed the device to become power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device was power broken, emitted a loud unusual intermittent sound during use, and the rotations per minute (rpms) fluctuated (79,000-80,000 rpms). The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.